Manufacturer narrative:
On 01-jul-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with a mentor memorygel breast implant 930cc gel breast prosthesis and a mentor memorygel breast implant 1030cc gel breast prosthesis. The replacement breast prostheses are from a mentor clinical study. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast reconstruction revision procedure with unspecified mentor gel breast prostheses was dissatisfied with the appearance of her breasts post implantation. Additionally, the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. As a result, on (B)(6) 2022, the patient underwent fat grafting on the left breast along with right breast explantation and replacement with an unspecified mentor gel breast prosthesis. It was later reported that the patient was still dissatisfied with the appearance of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis that was implanted on (B)(6) 2022. Refer to manufacturer report number 1645337-2024-04168 for the report for the patient¿s left breast prosthesis that was implanted on (B)(6) 2022 and explanted on (B)(6) 2024. Refer to manufacturer report number 1645337-2024-04169 for the report for the patient¿s right breast prosthesis that was implanted on (B)(6) 2022 and was explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: dissatisfaction with appearance of breasts. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).